Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was explanted due to infection and sepsis. Additionally, it was reported that after explant, this device was used externally for temporary pacing support. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that this device, which has been used for external temporary pacing support following an infection, was taken out of service. No additional adverse patient effects were reported.